Manufacturer narrative:
Add'l info will be submitted within 30 days of receipt.

Event description:
During prep, the physician found the enterprise stent failed to deploy. The device was not used on the pt. Additionally, the physician opened the packaging and inspected the stent to see if it can deploy or not, this was not performed through any device. Then, another enterprise device was used to complete the procedure. However, upon receipt and inspection of the device, (B)(4) found the delivery system was broken. Prior and after removal from the package, the products were damaged, and the product was prep per IFU guidelines. Prior to inserting in the patient, the distal tip was not re-shaped. After the event occurred, no other damages were noticed on the delivery system shaft or distal tip (unraveled, stretched, etc). Prior to shipping, no other damages were noted on the enterprise (unraveled/stretched), delivery system or microcatheter.